Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2019 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but wnot yet begun mfg date: 20-sep-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2019 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-oct-15. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2019 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-oct-15. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller ac adapter model #: 1430de / catalog #: 1430de / expiration date: unk / serial or lot#: (B)(4). UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Device manufacture date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller ac adapter model #: 1430de / catalog #: 1430de / expiration date: unk / serial or lot#: (B)(4). UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Device manufacture date: unk. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was battery switching and battery alarms on the controller. It was noted that when moving the controller in a different position, the controller would start power switching. It was stated that the controller ac adapter was involved in power switching. After routine log file review, it was indicated that three of the batteries had a communication error. The controller, controller ac adapters, and batteries were exchanged. No patient complications have been reported as a result of this event.

Event description:
It was further reported that two additional batteries and a controller dc adapter were returned to the manufacturer. The batteries and controller dc adapter subsequently tested out of specification on manufacturer's analysis.

Manufacturer narrative:
Product event summary: one controller, five batteries, two controller ac adapters, and one controller dc adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries, controller ac adapters, and controller dc adapter revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller, likely due to the handling of the device. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving (B)(6) . Analysis of the data log files also revealed several premature power switching events due to momentary disconnections involving (B)(6) , as well as momentary disconnections that did not lead to power switching involving (B)(6) and a controller power adapter. Analysis of the alarm logs did not reveal any alarms logged within the analyzed period. Momentary disconnections will result in an audible tone, likely perceived by the patient as the reported ¿battery alarms¿. Data log files also revealed multiple instances involving (B)(6) where the battery¿s relative state of charge (rsoc) was between 101-201, which is indicative of communication errors. As a result, the reported events were confirmed. There is no evidence that the lubrication servicing was performed on the reported devices. The most likely root cause of the reported communication errors can be attributed can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries and/or to contamination of the controller power port pins. However, the most likely root cause of the reported "battery alarms" are most likely attributed to momentary disconnections between the controller and batteries. An internal investigation examined momentary disconnections. Additional products: d4: serial #: (B)(6) d10: yes, return date: 06-jan-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) d10: yes, return date: 06-jan-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307, 12 d1: heartware ventricular assist system ¿ controller dc adapter d4: model #: 1440 / catalog #: 1440 / expiration date: 12-dec-2018/ serial #: (B)(6) UDI #: (B)(4) d10: yes, return date: 02-jan-2020 h3: yes dev rtn to MFR? Yes h4: mfg date: 17-dec-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63025 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2019 / serial #: (B)(6) UDI #: (B)(4) d10: yes, return date: 23-dec-2019 h3: yes dev rtn to MFR? Yes h4: mfg date: 13-oct-2018 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial #: (B)(6) d10: yes, return date: 23-dec-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307, 12 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2019 / serial #: (B)(6) UDI #: (B)(4) d10: yes, return date: 23-dec-2019 h3: yes dev rtn to MFR? Yes h4: mfg date: 15-oct-2018 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial #: cac214117 d10: yes, return date: 02-jan-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial #: cac012745 d10: yes, return date: 02-jan-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.